Event description:
The power cord that goes from the wall power supply into the back of the ventilator became dislodged and lost contact with the ventilator. This sent the ventilator into battery back-up as the power supply.